Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an intracranial bleed. The patient received a computed tomography (CT) scan and it was determined they had a stroke (left hemiparesis). The patient was on warfarin and aspirin at the time of the event. Surgical intervention was taken. The causal relationship with the device was considered low but could not be denied. The systolic blood pressure was 90mmhg which could have been related to the event. The patient underwent a craniotomy, hematoma evacuation, external decompression on (B)(6) 2024 (MFR#: 2916596-2024-04879).

Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.